Event description:
The customer reported image quality issues with the system. No pt injury was reported.

Manufacturer narrative:
The service rep recalled saved images from the case. The pt had a large amount of metal and this metal was in the center of the image. This system does not have a smart metal option. When customer noticed image quality wasn't good, they attempted to manually adjust the technique and contrast and brightness. The rep noticed many images saved with a brightness of zero. He verified the system was tracking and camera focus met factory specs. System functions as intended.